Event description:
It was reported to the MFR by the user facility (uf) that the uf was having problems with alarms and needed in-service training on the system. After further evaluation, it was disclosed by the uf that a pt had coded, but was successfully revived.

Manufacturer narrative:
There is no indication that the device malfunctioned or failed to perform as designed and intended. Therefore, the MFR and uf have agreed that there is no need to evaluate the device. We are considering that a misunderstanding of the alarm settings on the part of the hosp nursing staff resulted in a delaying providing therapy for this pt, and this delay cannot be ruled out as a factor in the pt's death. Additionally, the available info suggests that the hosp nursing staff may have failed to check and verify alarm limits each time a parameter was used to ensure they were appropriate for pt being monitored. Note also that the users had the incorrect IFU for the monitor. During the investigation, the user stated that they felt the training rec'd when the system was initially installed was an "overview only" with no specific instructions on how to configure the power up default setting. However, review of the power up default settings of the uf's bedside monitors showed that all bedside monitors were not set to factory default settings as originally indicated by the uf following the pt event. This would indicate that the default settings were being changed by hospital's staff. During the investigation, it was found that the user possessed the incorrect operations manual for their model number of bedside monitor. The bill of materials for the shipment to the customer was ordered and the correct manual was recorded as shipped. However, the customer claims the incorrect manual was rec'd by them. The MFR reviewed all call records and found that there were no reports made that the uf received an incorrect operations manual. Additionally, there have been no requests by this uf for additional training on the monitoring system in the two years of monitoring since the installation. Only after the occurrence of this pt event were these problems reported to the MFR. Upon installation of bedside monitors and central station systems, users are routinely provided with operations manuals, quick reference guides and in-service training conducted by a clinical applications specialist. During in-service training, checklists and in-service guides are utilized by the clinical applications specialist to ensure that all important points are consistently covered with each user being trained. A review of the check lists and in-service guides utilized in initial user training showed that the training adequately covers the setting of alarms and potential alarm issues, including: alarm suspend feature, tailoring pt alarms to fit the clinical scenario, the effects of turning off alarms at the central station vs. Bedside, and the symbols displayed by the monitoring system when alarms are on (bell) vs. Off (bell with "x"; through it). Finally, following initial installation and in-service training, users have access to the MFR's technical support staff, which is available 24 hours a day to get additional info or report any problems with the monitoring system. At the request of this uf, the MFR has provided five additional in-service training classes for the uf staff. The classes included staff from both day and night shift and each session included training with regards to operation of the monitor: trace selection, a description of each alarm, step by step instructions for use for each parameter and configuration for power up default settings. Following this training, the uf stated that they were satisfied with the level of training that was provided during this site visit and stated that this training met their needs.